Event description:
This is 2 of 3 reports for the components of the forceps reportedly used during this event and is linked to mfg report numbers: 3003249645-2022-00022, 3003249645-2022-00024. A facility reported that when the surgeon tried to handle the patient's bladder, the extremity of forceps¿ str w/ratchet handle (cev6285r) broke and fell into the patient. The fragment was removed from the patient and the entirely forceps was checked. The forceps was immediately replaced by another forceps from the same reference. No patient injury, death or surgical delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b5, d4, d9, g3, g6, h2, h3, h4, h6, h10. Updated b5: the handle (cev6285r) is a component of the forceps used during the reported event. However, it is not the component which reportedly failed. The device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Evaluation of the handle was unable to conclusively verify the complaint as valid. Therefore, an investigation for cause was unable to be performed. The received device is unrelated to this complaint; it is used with the defective insert component of the forceps (reported under mfg report # 3003249645-2022-00024). No defect was found. The investigation did not highlight any defect, this complaint is unconfirmed.